Event description:
Paramedics responded to a patient in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and determined to be in ventricular fibrillation. According to the reporter, the device alarmed "connect electrodes" and would not charge to deliver energy. Patient outcome was not reported

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The device was returned to the customer for use.